Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus liberte stent delivery system (sds). The sds with stent was visually, tactilely and microscopically examined along the entire length and the only damage seen on the device was stent damage and catheter tip damage. The stent had three struts from the proximal end extending back up to 90 degrees. The undamaged portion of the returned stent meets the applicable specification for outer diameter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR ID#: 2134265-2010-02237. It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in an unknown vessel. The physician advanced an 8x2.25mm taxus liberte atom monorail stent delivery system into and out of the guide catheter, and the stent struts were lifted up. During the same procedure a 12x3.0mm taxus liberte monorail stent delivery system was attempted. The stent delivery system was advanced into and out of the guide catheter, and it also had its stent struts lifted. The case was completed with another of the same device with no patient complications. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
(B)(4)

Event description:
Same case as MFR ID#: 2134265-2010-02237. It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in an unknown vessel. The physician advanced an 8x2.25mm taxus liberte atom monorail stent delivery system into and out of the guide catheter, and the stent struts were lifted up. During the same procedure a 12x3.0mm taxus liberte monorail stent delivery system was attempted. The stent delivery system was advanced into and out of the guide catheter, and it also had its stent struts lifted. The case was completed with another of the same device with no patient complications. The patient condition post procedure was reported to be fine.